Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer requested a replacement etco2 part. There was no patient involvement.

Event description:
It was initially reported the customer requested a replacement etco2 part. It was clarified via email that the customer did not report a problem with the mrx device. There was no allegation of malfunction. There was no patient involvement.

Manufacturer narrative:
It was initially reported the customer requested a replacement etco2 part. It was clarified via email that the customer did not report a problem with the mrx device. There was no allegation of malfunction. The case was opened for parts identification purposes only.